Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was delivered in a stable position, but interrogation showed high pacing thresholds. The attempted implant was deemed unsuccessful. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.